Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a thoracic aortic dissection using gore tag thoracic endoprosthesis. The dissection was from the left subclavian artery to the descending aorta. The physician's plan was to use 2 tag devices and a pxa device with chimney technique to keep the flow to the left common carotid artery. An aortic extender and a tag device were implanted firstly. When the physician inserted another tag device before reaching the target position, he felt a resistance to advance it. The physician stopped and tried to pull the delivery catheter back into the sheath. However, the distal end of the delivery catheter got stuck on the edge of sheath. The angiogram showed that the distal end of the device was partially deploying. The physician cut down at the right femoral artery (or right eia) and cut the catheter off and removed it. The cut-down-access vessel was repaired using a vascular graft. Another pxc was implanted at the right eia (upper to the vascular graft) to seal a possible eia dissection. At that time, an angiogram showed that the aortic dissection was mainly treated by the implanted tag and pxa device. It was reported that there was less than 1l of blood loss. The pt tolerated the procedure and was fine.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore introducer sheath with silicone pinch valve instruction for use (IFU): do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the pt, damage to or breakage of the guidewire, catheter, or other device.